Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the artificial urinary sphincter (aus) cuff stopped performing as expected after long term use. The patient underwent surgery and the 4.5 cm cuff was replaced with a 4.0 cm cuff. There were no patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the artificial urinary sphincter (aus) cuff stopped performing as expected after long term use. The patient underwent surgery and the 4.5 cm cuff was replaced with a 4.0 cm cuff. The previous device exhibited fluid loss. There were no patient complications.